Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion" was not reproduced. The device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined and the force sensor was found in specification. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant downstream occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.